Event description:
Customer reportedly received results of 248 mg/dl, 51 md/dl, and 480 mg/dl within 10 minutes on the same device after receiving audible errors. Customer had low blood symptoms with the 248 mg/dl readings (felt shaky and confused) so customer retested and received a result of 51 mg/dl. Customer was treated with candy after the reading of 51 mg/dl and began to feel better. Re-tested again within 10 minutes and the reading was 480 mg/dl (no symptoms at this time). Controls were not since november. No adverse event reported. Requested return of suspect device, however, it was not available for return. Replacement was sent.